Event description:
It was reported, PICC line single lumen including secureacath removed this morning instead of last night as to ensure removed in working hours. Indication for PICC line removal was leaking at insertion site whilst chemotherapy running. Medical team and vascular access team advise/review sought at time of PICC line leaking, plan made to remove PICC line as no longer safe to use. When removing PICC line, pulled with ease in single gentle action and no resistance felt upon removal, witnessed by a colleague. Please note this PICC line had not bled back at pre-chemo bloods on fri 27/09, therefore cxr performed to confirm position. Position confirmed as safe to use by interventional radiology as in a large vein, although confirmed the PICC was not in the correct position (svc). Acu team discussed with consultant oncologist and ir before using PICC line to administer chemotherapy. Previous PICC line removed due to anaphylaxis to taurolock and unable to aspirate. Patient also has several vtes present and is on treatment dose anti-coagulation for these. On removal of previous PICC line (also on rhs), resistance was felt upon removal thought to be due to patient's anatomy/vasculature/vte's/disease. PICC line removed on (B)(6) was inserted on (B)(6) 2024 by interventional radiology, venoplasty was performed. No documentation on length of PICC line, only 'ultrasound guided microaccess medial right brachial vein. PICC cut to length but unable to advance beyond axilla over v14. Plasty of axillary vein to 4 mm. Single lumen PICC inserted with tip at cavoatrial junction. Flushed, aspirated and locked with hep-sal. Secured with securacath and adhesive dressing. Safe for immediate use'. Upon removal of this PICC line, line found to be shorter than expected and unable to confirm length from documentation. Line end was looking slightly uneven, and the end of the line was not cut in line with any of the markings, therefore suspicious line had fractured and some remained in patient after removal. Discussed with vascular access nurses and inspected line with them. They advised to discuss with oncology team and interventional radiology to establish PICC line length on insertion, to inspect PICC line removed and complete imaging to establish if any PICC line remained in the patient. Cxr completed after discussion with oncology spr who knew the patient from the previous day's incident of leaking PICC. Cxr reviewed and found to show fragment of PICC line located in patient's pulmonary artery, meaning it had fractured and displaced from the right to the left, through the heart. My colleague flushed the PICC line with saline when outside of the patient's body and found no leaking from the line itself on the portion that was removed. Oncology spr discussed case with radiology and cardiothoracic surgeons to plan for removal of PICC line segment remaining as foreign body in pulmonary artery. Decision to admit overnight to oncology ward instead of remaining as outpatient in ambulatory care flat due to monitoring with foreign body as well as new haematuria as a complication of chemotherapy. After logistical planning and discussion across teams, patient transferred to interventional radiology for retrieval of foreign body PICC line segment via interventional radiology. Patient remained asymptomatic throughout presence of foreign body PICC line segment. The patient had to be admitted to the hospital for 3 nights instead of receiving ambulatory treatment.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.